Manufacturer narrative:
This follow-up report includes updates to the following fields based on receipt and evaluation of the device: d9 (date returned to mfg), h4 (device manufacture date). The following fields were updated based on return of product, corrected data and evaluation findings: d4 (catalog #, lot #, UDI), d9 (device availability), h3 (device evaluation by mfg) and and h6 (adverse event codes).

Manufacturer narrative:
This event and the information provided herein are as reported in the sus voluntary event report mw5103083.

Event description:
This event was reported to FDA as a sus voluntary event report (mw5103083). It was reported that following heavy lifting by the patient, pain was experienced. Subsequent radiographic imaging showed "loosening involving the pedicle screw fragments within the pedicles." A surgical procedure was performed to remove the instrumentation. The broken pedicle screws were unable to be removed.